Manufacturer narrative:
Additional information requested and received: can you please clarify what was meant by, ¿surgeon couldn't retract back?¿ cutter was not coming back to original position. Did the device fully fire and stop during the automatic knife return? Yes. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? He used the manual override did the jaws eventually open? Yes. What was the product code of the cartridge (gst60t, ecr60d, etc.)? Ecr60w. While the report states no patient consequences, please clarify if there was any injury to the patient. No injuries.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: can you please clarify what was meant by, ¿surgeon couldn't retract back?¿ did the device fully fire and stop during the automatic knife return? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? What was the product code of the cartridge (gst60t, ecr60d, etc.)? While the report states no patient consequences, please clarify if there was any injury to the patient.

Event description:
It was reported that during a liver resection procedure, the device was fired but surgeon couldn't retract back. Opened another stapler. There was no adverse consequence to the patient.